Event description:
Per the clinic, the device was explanted (specific date not reported) due to an infection (site of infection not confirmed). Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-03740] submitted on october 23, 2025, was filed inadvertently. No explantation has occurred. Per the clinic, the recipient underwent revision surgery (date not reported) for cholesteatoma removal.